Event description:
Procedure type: colorectal. According to the reporter: during anastomosis, the anvil disconnected and stayed stuck inside the patient's colon. The surgeon had to do another resection with a second instrument in order to be able to remove the anvil. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).